Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after the got pump wet yesterday the screen froze. All keypad buttons are unresponsive. No signs of moisture in pump. Reporter then removed battery and cartridge and let sit overnight, then rebooted pump this morning with 4 l91 lithium batteries and one alkaline battery and screen continued to be frozen and not respond to button presses. The pump is worn attached to a belt and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons are appropriately responsive when pressed. The keypad cover was removed for investigation. No contamination was noted under the keypad cover. The pump powered on to the verify screen. On external inspection, there was moisture noted behind the display lens. A leak test was performed; the pump failed the leak test with leaking noted in the pump seal at the right upper corner. The pump was disassembled for investigation and revealed moisture inside the pump and in the keypad flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.